Event description:
It was reported that during the implant the physician was unable to get good threshold measurements. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of capture anomaly was not confirmed. Analysis was normal. No anomaly was found.